Event description:
Infusa port inserted per physician, under local. First guide wire removed per surgeon. Portable x-ray revealed guide wire in place. Pt had to be returned to or for remaining cath to be removed. Left subclavian infusa port with g-wires removed. Pt developed pneumothorax worsening on 2nd day requiring chest tube and transfer to ICU (resp. Distress).